Event description:
A report was received from (B)(6) stating that while in use on a pt an 840 ventilator stopped cycling without generating an audible alarm, the pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), breath delivery unit (bdu) pcb and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).